Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-01-25. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production and after the repair last time it was returned. Based on the available information, the failure description and similar complaints, most likely root cause for the burn is that the application parts of the third-party manufacturer were strongly heated by the light source, as these may not be suitable for the karl storz light source in the long term. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the user received a burn injury. No further information was provided.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).